Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission due to post-paced t-wave over-sensing noted on a stored electrogram. The patient did not receive inappropriate therapy from the issue and was asymptomatic. Programming changes were discussed but none were reported.